Event description:
Clip applier is supposed to automatically refill with new clip with each firing. After firing it did not refill. Noticed by surgeon who removed the applier from the patient's surgical site and used another device. No harm or impact to patient.